Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to change the charge-pak in their device, they were unable to install a charge-pak back into the device. The device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the on/off switch (lid latch) was knocked off of it's shaft and therefore would not power the device on when pressed. The customer was provided with a replacement device.